Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone plate lens but the injector overrode and tore the trailing haptic. There was no pt contact or injury.